Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by the consumer on 2016-may-22 regarding their implanted system which was used to deliver dilaudid via an implanted pump. The indication for use was non-malignant pain and spinal stenosis. The patient did not believe that their pump was working correctly as they were experiencing headache, nausea, and back pain. Additional information was reported by the healthcare professional (hcp) on 2016-may-23. A confirmed infection in the pump pocket was reported and redness was also noted. The infection was associated with implant and the date of onset was in (B)(6) 2016. It was noted that treatment was ongoing and the actions taken to resolve the infection were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.